Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection set was difficult to pierce through the stopper. The following information was provided by the initial reporter: "lueradapter is difficult or impossible to unscrew."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection set was difficult to pierce through the stopper. The following information was provided by the initial reporter: "lueradapter is difficult or impossible to unscrew."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 04-may-2022. H6: investigation summary: bd did receive 8 samples from the customer in support of this complaint. Samples were visually checked and no defects were found. Unfortunately there is no test method in the plant for this defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection set was difficult to pierce through the stopper. The following information was provided by the initial reporter: "lueradapter is difficult or impossible to unscrew."